Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient went to get a cat scan, so they turned their ins off and when turned it back on today, they couldn't increase their stimulation. Patient said they wanted to increase their stim because today they noticed they didn't think it was working (in regards to therapy). On the call, patient's amplitude level was at 0.1ma and they were only able to increase stim to 0.4ma. They were "unable to increase beyond 0.5 on any program." There is an error message that states, "maximum settings have been reached." Patient recently had MRI and had placed the device into MRI mode for the scan. Caller is about to discuss issue with the pt and looking for advice. Agent informed this message is due to oor, and to do an impedance check of the device. Agent informed caller this could also be due to emi. Patient said they had an unrelated surgery on(B)(6) 2023-sep and their hcp had to be the one to turn their ins off. Patient said when they turned ins back on, their hcp seemed to indicate that they weren't sure the ins was working right. Patient services specialist redirected patient to hcp and patient said hcp only works part time and they don't know when they could meet with them next.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient had the device explanted because the battery died.